Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed low out of range impedance measurements. In addition, during the past year, the shock impedance measurement had dropped however was still within normal range. Noise and oversensing were also observed on the right ventricular and atrial channel with no corresponding signal on the shock channel. A replacement procedure was performed. This device and lead were removed, replaced and returned for analysis. Post procedure, visual inspection revealed lead insulation damage, however it was unknown whether the device contributed to the reported observation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis testing could not confirm the reported clinical allegations and concluded this device met specification.